Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat an esophageal stenosis during an esophageal metal stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed but it did not open properly. Reportedly, the physician was able to solve the problem with his experience and technique in the procedure and was able to open the stent. The physician repositioned the stent with forceps and was able to fully deploy. The procedure was reported to be completed and the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event. A photo of the complaint device was provided by the complainant and it shows that the stent was deployed inside the patient, but the stent was not fully expanded and deformed.